Event description:
A health care professional called in and stated a nurse was inflating an fms device and inflated the balloon with 40 cc of water, prior to insertion into the patient, and the nurse stated it spit back all the water in the balloon. The nurse stated they switched the device to another fms device and had no problems inserting the 45 cc.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.